Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#4171666): 1)the products of this batch were assembled at intima ii auto line 4 in july 2024, and packaged at cfs package line in july 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the black spot on the indwelling needle cannot be confirmed, so the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc had foreign matter. The indwelling needle has a black spot.